Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose level was 42 mg/dl, which was treated with food. Customer stated they changed the reservoir and was not able to rewind the insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.